Manufacturer narrative:
The information that provided in section b5 date of incident with the initial report was missing. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer thinks the settings with their insulin pump may also be a part of the low blood glucose incident since settings have been changed by their new endocrinologist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was also having sensor updating issues. Troubleshooting was not completed. The insulin pump will not be returned for analysis.